Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/2/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3: investigational narrative: an empty opened foil of product code vcpb260h and a folder with a undispensed needle-suture combination of product code vcpb978h were received to ethicon inc for evaluation. As per the visual inspection of the empty foil belongs to product code vcpb260h, lot number rcmrrh, no product was received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The foil or lot number related to product vcpb978h were not provided. A characterization of the samples was conducted, and the following was observed: samples were examined for visual inspection and measured in needle diameter, point type, needle type, needle radius/curvature and angle and suture characteristic and the needle and suture belong to the product code vcpb978h. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 g /m.

Event description:
It was reported that, during a unicompartmental knee arthroplasty, when the package of vcpb260h was opened, there was vcpb978h in the sterile package. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 ¿g /m.